Manufacturer narrative:
Due to report of pads not sticking and defibrillator not displaying a rhythm from the pt and facility already filing a medwatch, conmed corp is filing. As yet the device has not been returned. On facility report, they speak of a first set of pads, which was report number 1317214-2008-00162, will follow under separate cover. When the quality engineer completes the investigation, I will file a supplemental report.

Event description:
It was reported that "pediatric pt requiring CPR. When multi-functional electrodes were opened to be placed on the pt, the pads were not sticky (gel depleted?). When the pads were inserted into the defibrillator, the defibrillator did not display a rhythm from the pt."